Manufacturer narrative:
Block b3: the exact date of event was not reported. The retrospective study date october 9, 2017, is used for the estimated date as it is the only date listed in the article. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature source journal article: voiosu t, et al. "Trainee involvement increases precut rates and delays access to the common bile duct without an increase in procedure-related adverse events: a brave new world of ercp training?" Rom. J. Intern. Med., 2018, doi: 10.1515/rjim-2017-0041. Block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e0506 captures the reportable event of hemorrhage.

Event description:
Note: this report pertains to one of two devices mentioned in the literature article. Refer to manufacturer report # 3005099803-2024-05809 for the associated device information. Boston scientific became aware of events involving ultratome sphincterotome and dreamtome sphincterotome devices through the article, trainee involvement increases precut rates and delays access to the common bile duct without an increase in procedure-related adverse events: a brave new world of ercp training?, by (B)(6) md, phd, et al. Per the article, patients underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure, and the following occurred: severe pancreatitis, bleeding, and cholangitis. Please see the referenced article for full details.